Manufacturer narrative:
The investigation for the reported ventricular fibrillation (vf) has been completed. The impella device has not been returned for evaluation. However, as the necessary clinical information was not provided and the device was not returned, the root cause of the vf could not be determined.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient experienced ventricular fibrillation (vf) arrest overnight with return of spontaneous circulation [rosc] after five minutes. Impella was subsequently successfully weaned and explanted. Patient survived the procedure.